Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to the v.a.c.ulta¿ therapy system. The nurse noted she could not determine if the bleeding was related to the v.a.c.ulta¿ therapy system. The nurse stated that the patient has received blood transfusions in the past and noted that she did not know if and what medical or surgical intervention was required. The v.a.c.ulta¿ therapy system passed quality control checks before and after patient placement. Device labeling, available in print and online, states: contraindications. Do not place foam dressings of the v.a.c.ulta¿ therapy system (including both v.a.c.® therapy and v.a.c. Veraflo¿ therapy dressings) directly in contact with exposed blood vessels, anastomic sites, organs or nerves. Warnings bleeding: with or without using v.a.c.® therapy or v.a.c. Veraflo¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy or v.a.c. Veraflo¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy or v.a.c. Veraflo¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. Thev.a.c.ulta¿ therapy unit and dressings (both v.a.c.® therapy or v.a.c. Veraflo¿ therapy) should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Always ensure that v.a.c.® foam dressings and v.a.c. Veraflo¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 28-jan-2021, the following information was provided to kci by the nurse: the patient allegedly experienced bleeding and received a blood transfusion. On 24-feb-2021, the following information was provided to kci by the nurse: on (B)(6) 2021, she observed the patient and alleged that the canister was full of bright red blood. Upon v.a.c.® dressing removal, a large clot was observed on the dressing. The patient reportedly received 2 units of blood and was placed on an alternate dressing regimen. The nurse stated that the patient has received blood transfusions in the past and noted that v.a.c.® dressing changes are performed in the operating room. She noted v.a.c.ulta¿ therapy system may have contributed to the bleeding. The physician reportedly took the patient to the operating room to clean the wound, but she did not know if medical or surgical intervention was required. The bleeding has been resolved. No additional clinical information was provided. On 29-dec-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 01-feb-2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.